Event description:
If was reported that during a lap. Gastric bypass procedure, the tissue pad came off the device. The tissue pad fell into the patient and was retrieved through the trocar. Another like device was used to complete the case. There was no adverse patient consequence reported.

Manufacturer narrative:
D4: h4, 6: information anticipated, but unavailable at this time.